Manufacturer narrative:
Initial and final (B)(4) device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada. This emdr is being submitted for unknown number of quantities. It was reported that the patient accidentally removed her cannula which led to pooling.the patient is on oral medications. No further information available.